Manufacturer narrative:
Date sent to FDA: 11/11/2016. Additional narrative: it was reported that pt underwent mesh revision on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Date sent to the FDA: 04/13/2016.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000, and a mesh was implanted, concurrently with a rso, and inguinal hernia repair, due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and bs-advantage fit and coloplast-novasilk was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.